Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height enhanced drawer 2 cubies failed and not detected on bus. A field service engineer (fse) found no light emitting diode (led) activity on the rear printed circuit board (pcb) pixie bus controller. Further the fse replaced the pixie bus controller board, but the issue persisted, so fse proceeded to replace the printed circuit board assembly (pcba) robot control board, the retractor band, and then replaced the pixie bus controller board again. After rebooting the system, reconfiguring the drawer, and allowing it to recover, all cubies were detected and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 had failed and displayed the message not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.